Event description:
It was reported that the pacing leads failed to pace the patient. The pacing leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: mdt-lead, implant date: unknown, ipg, implant date: unknown. A voluntary medwatch form 3500 was received (report # (B)(4)); since f10 is not contained on that form, select fields in section f have been populated by the manufacture. If information is provided in the future, a supplemental report will be issued.